Event description:
Pump failed to administer medication. When biomedical engineering tested the pump it performed according to manufacturer's specifications. This model pump has no upstream occlusion detection. It is possible to pinch the tubing in the bag holder door hinge, and get no medication delivery to the pt even though the pump indicates it is delivering as prescribed.